Event description:
It was reported that the subject device malfunctioned and presented with a bad image. There was no report of patient harm. No additional information is available.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device malfunctioned and presented with a bad image. There was no report of patient harm. No additional information is available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation results and correction to d4. The device was returned to the regional repair center for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.